Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced an elevated heart rate (180 bpm) five days after the lvad implant procedure. Electrocardiogram (ECG) results revealed an "undetermined query of supraventricular tachycardia (svt). The patient's electrolytes were reported to be within normal ranges. The patient was subsequently take for electrophysiology study and cardiac ablation. The last report received indicated that the patient remained hospitalized in stable condition, with a decreased heart rate (from previous arrhythmia); and that he had been extubated. The clinical specialist reports that his clinical condition is continuing to improve. Investigation is ongoing.

Manufacturer narrative:
Additional information received from the site indicated that the patient has experienced ongoing tachycardia (up to 150 bpm) since being implanted with the lvad. The patient had been slowly reestablished on heart failure medications post implant procedure. His medications include enalapril and carvedilol. The last report received indicated that the patient was discharged home and is doing well. The patient's last ECG showed sinus rhythm. He is currently being monitored for signs of recovery with a plan to list for cardiac transplantation if no signs of recovery in next 2-3 months. The medical team believes the event to be related to the patient's atrial tachycardia which was present intermittently prior to implantation of the lvad. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. This patient had a significant past medical history of heart failure, severe dilated cardiomyopathy, and atrial tachycardia prior to being implanted with the manufacturer device. The patient also had sensitivities and intolerances to diuretics and oral heart failure treatments which further complicated made medical management of his clinical condition. The medical team believes the event to be related to the patient's atrial tachycardia which was present intermittently prior to implantation of the lvad. They are uncertain whether the patient's cardiac condition was the cause of dilated cardiomyopathy or a result of the condition. There were no device malfunctions or performance issues of the device that would impact the reported event. The most likely root cause of the reported event is the patient's past history of severe dilated cardiomyopathy; heart failure; ongoing atrial tachycardia; and difficulties with sensitivities and intolerance to prescribed medical management. The root cause of the reported event cannot be conclusively determined; however, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.